Event description:
Customer stated that the rubber bristles are coming out of the eq tbm orbwht sf 2ct. Update (B)(6) 2018 - consumer thinks it was about 2 weeks old. Only the elastomer bristles coming out. Consumer uses sensodyne toothpaste.